Manufacturer narrative:
H6: 3191: no code available was used as there is no equivalent FDA code for surgery. H6: evaluation method codes - analysis of production records 3331 and testing of actual/suspected device 10. H6: evaluation result codes - operational problem identified 114. H6: evaluation conclusion codes - unintended use error caused of contributed to event 61.

Event description:
It was reported that the patient underwent an ipg replacement surgery due to the original ipg prematurely depleting. The original ipg has been implanted for less than one year. The patient was doing well post-operatively.

Event description:
A report was received that the patient underwent an ipg replacement surgery due to the original ipg prematurely depleting. The original ipg has been implanted for less than one year. The patient was doing well post-operatively.